Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported battery charge led is off when connected to wall power. There was no negative patient impact.